Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and red brown material was observed inside the pebax, then, during the second visual inspection the pebax was observed damaged. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the high temperature observed was not confirmed however, the customer complaint about the red residue inside the pebax was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax of the thermocool® smart touch¿ electrophysiology catheter. It was reported by the customer that at the beginning of the ablation procedure there was a high increase of temperature preventing ablation to continue. The device was visually inspected and red residue was found inside the pebax. There was no patient consequence. On 5/22/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿red / brown material in the pebax sleeve.¿ on 5/31/2019, during a second visual analysis, ¿reddish material & damage on the surface of pebax sleeve¿ were found. The customer¿s reported issue of foreign material under the pebax sleeve and the initial bwi pal findings of foreign material found underneath the pebax have been assessed as not reportable since there is no indication of damage to the integrity of the pebax that could cause the foreign material to travel into the blood circulation. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. Additionally, the customer's reported issue of high temperature is not MDR reportable since the generator stopped delivering rf energy as intended, the risk to the patient is remote. On 6/5/2019, during further product evaluation which included a scanning electron microscope (sem) analysis, the analysis found, ¿evidence of mechanical damage, stress marks and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed.¿ the findings of a hole on the surface of the pebax sleeve has been reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 06/05/2019 and has reassessed this complaint as reportable.